Manufacturer narrative:
Qn#: (B)(4). Additional information received states the spring wire guide is kinked.

Event description:
The customer initially reports that prior to use the end of the catheter was bent. The device was changed and the procedure completed.

Manufacturer narrative:
(B)(4). The customer returned one radial artery catheterization assembly with a straight guidewire and lidstock for analysis. Visual examination revealed signs-of-use in the form of biological material on the guidewire. The protective tubing for the guidewire was bent slightly. The guidewire was kinked. The outer packaging of the sample was returned with multiple folds and creases in it. Microscopic examination revealed the distal tip weld was intact. No other defects or anomalies were observed. The kink in the guide wire measured 5 inches from the proximal tip. The guide wire length measured 5 and 9/16", which is within the specification limits of 5 and 8/16" - 5 and 10/16" per the guide wire product drawing. The guide wire outer diameter measured 0.451 mm, which is within the specification limits of 0.432 mm - 0.457 mm per the guide wire product drawing. The returned guide wire was advanced through the catheterization device assembly (catheter and needle) with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal weld was attached. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with this kit includes the following warnings and cautions for the user: "if resistance is encountered while advancing spring-wire guide do not force feed." "Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The complaint of a kink in the guide wire was confirmed through complaint investigation of the returned sample. Visual examination revealed a kink in the guide wire 5 inches from the proximal tip. Biological material was also observed on the sample. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the kink occurred in the packaging, the root cause cannot be determined due to the discrepancy between the customer report (defect prior to use) and the returned sample (evidence of use). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer initially reports that pior to use the end of the catheter was bent.the device was changed and the procedure completed.